Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported death, life-threatening in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report . G.6 section incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. G.2 section incorrectly marked in previous report, which is correctly marked as consumer and foreign in this follow up report. E.1 section was missing in previous report, which is correctly updated in this follow up report. D.8 was incorrectly reported in the previous report, which is correctly updated in this follow up report. Section h.3 was marked incorrectly in previous report, which is correctly reported in this follow up report. Type of investigation in h.6 section was incorrectly coded as 4105 and 10, which is correctly updated as 4114 in this follow up report. UDI number in d.4 section was missing in the previous report, which is correctly update now.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b2, death and life-threatening was captured incorrectly. After review, it was determined that these options were incorrectly selected in section b2, nothing such occured to the patient. In this report, section b1 has been updated to reflect as product problem only. Section h1 has been updated to reflect the malfunction. Section g2 has also been updated as foreign and consumer to reflect the correct information and section d4, unique identifier has been corrected to reflect the correct information.